Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: small thrombus 363 days post-procedure. On (B)(6) 2013, the patient received a ztlp-p-26-105-ci3 proximal component. The completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2014 CT scan (363 days post-procedure): analysis: patent graft with no evidence of migration, kink, barb separation, stent fracture, compression, infolding, or endoleak. The site noted "small intra-stent filling defect at the level of the descending thoracic aorta may represent a small thrombus." No treatment was performed. Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.

Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Summary of investigational findings: based on the investigation it was not possible to conclude the exact root cause for this event. In this case a small sheet-like distal graft filling defect along the inner aortic curvature consistent with thrombus developed between implantation and 1 month. Lt improved between 1 and 6 months and was stable through 12 months. The thrombus occurred in between the two most distal graft stent bodies where aortic curvature caused slightly fabric redundancy. In comparison to other reviewed cases of mural thrombus, the amount of thrombus is minimal and may correlate with better early graft expansion because the stent diameter matched aortic diameter the mechanism for stent graft thrombus in blunt thoracic aortic injury (btai) patients are unknown but stent graft sizing has been proposed as a factor. In this case nothing indicates that the devices were not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: small thrombus 363 days post-procedure. On (B)(6) 2013, the patient received a ztlp-p-26-105-ci3 proximal component. The completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2014 CT scan (363 days post-procedure): analysis: patent graft with no evidence of migration, kink, barb separation, stent fracture, compression, infolding, or endoleak. The site noted "small intra-stent filling defect at the level of the descending thoracic aorta may represent a small thrombus." No treatment was performed. Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.